Manufacturer narrative:
Of the 9 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 3 motor failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 9 malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-70 years of age and between 30 and 200 pounds. Of the reported patients, 6 were male and 3 were female.